Manufacturer narrative:
There are 2 investigations completed during this period. Breakdown of 2 investigations with respective serial numbers are as follows: unknown dc-cartridge crack, dc-cartridge tip cracked/damaged. Ce08325, dc-cartridge tip cracked/damaged. The investigations concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 7 events is as follows: cartridge damaged,lens damaged 1, cartridge tip cracked/damaged 5, cartridge tip cracked/damaged,dc-cosmetic issues 1. Lot number of the suspect product: ce03188 1, ce08325 1, ce08505 1, ce09766 1, ch03998 1, unknown 2. Four investigations were completed and 3 investigations are pending from this period. Breakdown of 4 completed investigations: ce03188 - cartridge tip cracked/damaged, ce08505 - no product returned, ce09766 - cartridge tip cracked/damaged, unknown - cartridge tip cracked/damaged, the investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. The events were related to cartridge tip cracked/damaged. There were no patient injuries reported associated to the events